Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. It was found that the cassette was not recognized due to an issue with the flex circuit and downstream occlusion (dso) sensor. The flex circuit and dso sensor were both replaced to address this issue. The device then passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette was not installed properly issue. There was no patient involvement.